Event description:
It was reported while using bd bactec¿ mgit¿ 960 instrument, a false negative result was obtained. There was no health impact or consequence reported.

Manufacturer narrative:
A1. Patient identifier: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.